Manufacturer narrative:
Inspection found the encoder disk was detached from the motor block on channel 1 and had become lodged between the encoders. The c-clip used to retain the disk had come loose causing the failure. The device history record was reviewed. This device passed all testing on september 12, 2016. No issues were detected at that time. This complaint was caused by a defect of the motor drive shaft. The motor will require replacement.

Event description:
While conducting a complaint investigation on a bodyguard 121 infusion pump on (B)(6) 2017, a cme america complaint investigator found the device would alarm at startup due to a motor rotation detection system error. This prevented the device from fully booting. If the device is misused, i.e. Not following the instructions for use, the motor rotation detection system error has the potential of causing an over-infusion >50%.